Event description:
N/a.

Manufacturer narrative:
The certas valve was returned for evaluation. Failure analysis: the position of the cam when valve was received was at setting 2. The valve was visually inspected; the needle guard was slightly raised. The valve was hydrated. The valve was leak tested and only leaked from the needle hole in the needle chamber. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. The needle chamber was dismantled, the needle guard was bent, and glue traces were noted on the needle guard and the silicone base. Root cause: at the time of the investigation no occlusion was noted. The possible root cause for the issue reported by the customer is probably due to wrong handling as noted in the "IFU": do not fold or bend the valve, folding or bending might cause rupture of the silicone housing, needle guard disc dislodgement or occlusion of the fluid pathway.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a certas valve was implanted to a (B)(6) female patient via l-p shunt in (B)(6) 2017 with an unknown setting. The valve was used with the silascon lumbar catheter (manufactured by kaneka, product code: 702-jj). Shunt contrast confirmed valve obstruction. The valve was removed and replaced on (B)(6) 2021. The patient is in follow up.